Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and silicone migration.

Event description:
Patient reported for right side "experiencing systemic symptoms which were found to be related to a ruptured right breast implant and silicone lymphadenopathy", "radial fold of the inner capsule of the prostheses", "the palpable lump in the right axilla relates to four abnormal lymph nodes which demonstrate snowstorm appearance indicative of silicone", "pain between shoulder blades with subjective shortness of breath. Cause: right has ruptured", "tender right breast with tingling down right arm". The device has been explanted.

Event description:
Healthcare professional reported "burning breast pain", "device was found ruptured upon explant", "severe grade 4 capsular contracture", "silicone granuloma present in breast capsule".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.3., h.6. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV and granuloma.